Manufacturer narrative:
B3: unknown; no exact information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the users reported programmed dose completed on pump with ¿resevoir volume empty¿ alarm, but the IV was bag full. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
A section and b3 were updated with additional information. One device was returned for analysis. Visual inspection showed the device was used. Review of the event history log (ehl) did not reveal any reported error. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the air detector and latch locked coin cell. As a result, the latch locked assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.